Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient¿s relative that the patient expired. The cause death was myocardial infarction. The device was normal during last follow up. There is no known allegation from a health professional that suggests the death was related to the device no further information is available at this time.